Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the lifevest. The patient reported being allergic to nickel. The patient's dermatologist prescribed her a cream. Follow up indicated that the irritation was healing.